Manufacturer narrative:
A case of abnormal impedances was reported to abbott. Impedances were found to be high and the ipg had connectivity issues. The system was replaced and effective therapy restored post op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances on both leads and the ipg was having communication issues with external devices. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.